Event description:
The plaintiff's attorney alleged that the patient experienced two sudden cardiac events. Approximately one week after the initial sudden cardiac event, the patient experienced a second cardiac event and expired the same day. This is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports related to this event. A follow up report will be submitted upon receipt of any additional information.